Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. Product ID wr9200, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not charging the implanted neurostimulator. Pt stated that it keeps going around and round and beeping and is not connecting to the ins to charge. Agent walked patient through resetting the recharging device off the docking station. Patient was able to successfully connect to the implant and charge. Patient called back and they have attempted to reset the device multiple times but cannot get the wr to get connected to the ins to charge. Sent an email to repair to replace the device. Additional information was received from patient saying they received replacement wr. Patient said they were having the same issues with the new wr. During the call patient was able to charge implant like normal. The patient said that when they were having telemetry issues they had been reclined (with the new wr and the previous wr) and now that they were sitting up right, they were able to maintain a good connection while charging their implant. Patient said the reason for the issues was the position their body was in. Patient will charge their implant sitting up from now on. Patient stated that their new recharger would not maintain a connection with t heir ins. Patient stated that they had tried multiple hard resets but they did not resolve the issue. Agent attempted one more hard reset with the patient, but it did not resolve the issue. Additional information was received from patient they are having same concerns regarding recharging implant. Patient wanted to know if could overcharge implant. Reviewed recharging information. Patient said that used to recharge implant every morning however then it became too difficult and doesn't charge at the same time anymore. When asked when recharging became too difficulty patient didn't provide a time frame. Patient did repeat information that recently received new recharger. Patient said that if ins battery drops to 75% (on patient programmer) that it takes too long to recharge. Patient said can't sit on the chair that they used to use and it is just difficult sometime to connect and start a recharge session and maintain a connection. Patient said does place recharger in the sleeve. Currently ins is at 100%. Reviewed recharging best practices and patient to decide what will work best for their routine. Redirected patient to schedule an appointment to see the rep at hcp office for further troubleshooting.